Event description:
On (b)64) 2012, pt had surgery for nonunion left radius. Pt had surgery in (B)(6) 2012 of open reduction internal fixation of the radius fracture. However, the pt did develop a non-union. She was weight bearing on her left upper extremity with a cane, consequently she developed a non-union and the plate failed. She presented for a failure of the fixation plate and a frank non-union at the fracture site. She underwent surgery (B)(6) 2012 of open reduction and internal fixation with allograft bone grafting to the left distal radius, having failed initial open reduction and internal fixation and development of non-union.